Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. The device was not in patient use. During the evaluation of the device at a third party service center, "service required" codes were observed in the ventilator's downloaded error log. The device's internal battery and power management board were replaced to address the issues. The temperature sensor o-ring fell out of the flow sensor assembly. The o-ring was reinstalled to the device's flow sensor assembly to address the issue.